Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer was unsure what they had done to address the bg as this was a past issue. There was no requirement for third-party assistance. Customer changed cartridge, infusion set and resumed insulin to address the issue.